Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer went to the emergency room (ER) with a blood glucose (bg) level of 37 mg/dl; cause was not known. Customer was treated with glucagon and intravenous "sugar drip" to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.